Event description:
Pt alleges receiving a left breast implant on july 23, 1991 of an unk MFR and as a replacement for one received of another MFR. Physician's letter states despite prophylactic antibiotics, the pt developed a post operative infection in the left breast necessitating a device removal of this prosthesis and subsequent replacement on oct 1, 1991 with a device of an unk MFR. Pt alleges suffering rheumatism, severe hip pains, feet pains, bronchitis 6-7 times annaully, cystitis, mixed connective tissue disease and atypical rheumatic syndrome. Reference mw072498a, mw072498b.